Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the handling method of the customer. The event can be prevented by handling the device in accordance with the following section of the instructions for use: 3.11 inspecting the disinfectant solution¿s concentration level. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.

Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6). Oer-6 s/n: (B)(6). Oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.